Event description:
On 25-dec-2025, it was reported by an arthrex subsidiary employee via (B)(4) that 2 ar-4068-05sd suture lassos sutures became frayed and unusable when tightening. This occurred during use in a case with no patient effect. No delay in case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.